Event description:
The infusion device displayed an e4 occlusion error on (B)(6) 2011. Pt's blood glucose was 390 mg/dl, and his father changed the infusion set. Pt ate dinner at 9 p.m. And began to feel sick and thirsty, and his blood glucose elevated to 500 mg/dl. The infusion set was removed and the cannula was bent. The infusion device did not display another error message. Father disconnected the infusion device and transported pt to the hospital. Pt was diagnosed with diabetic ketoacidosis and admitted to the hospital for 2 days. He received insulin injections while there. The infusion set was requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.